Event description:
The target lesion was diffuse total occluded with severe calcification in left superficial femoral artery. Stenotic lesion was also seen in proximal from the total occluded lesion. The physician crossed a 0.014" of guide wire to the lesion and applied sterling balloon 1.5x20mm (boston scientific) as a first balloon catheter in the procedure. The lesion was dilated once by the balloon catheter. After this dilation, he chose 2.5x15mm of flextome cutting balloon (boston scientific) and attempted to dilate the lesion. During a first inflation, the cutting balloon was ruptured. Therefore, the physician changed the cutting balloon to the angiosculpt 3.5x20mm and also dilated the lesion once. The inflation pressure and time was not provided from the physician. When he tried to retrieve the angiosculpt after the dilation, it was stuck and unable to retrieve in the stenotic lesion existed in the proximal of the target lesion. To dissolve this event, he inserted an additional 0.014" guide wire and advanced 2.0x20mm of sterling balloon to the adjacent of the balloon of the stuck angiosculpt. He inflated it once. After the inflation, he could retrieve the angiosculpt together with the sterling balloon. The procedure was finished. The physician confirmed a balloon rupture in the retrieved angiosculpt, but he had no idea when the rupture occurred. Against this event, the physician suggested it was caused by the severe calcified lesion status and denied device malfunctions. Thus, the angiosculpt was discarded in the hospital after the procedure.

Manufacturer narrative:
(B)(6), product disposed by hospital, thus unable to evaluate device. Additional manufacturer narrative: hospital declined to provide additional documentation regarding this event. The procedural physician reported that the event was not related to a device malfunction of the angiosculpt.